Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited elective replacement indicator (eri), however device data indicates battery status 'okay' and remaining longevity approximately ten years. The healthcare facility inquired as to status of the device. Review of device data indicated measurement lock-up eri. The ipg remains in use, and planned for explant at a later time. No patient complications have been reported as a result of this event.